Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the phacoemulsification portion of a cataract procedure, the vacuum set point could not be reached. The product was replaced and the procedure was completed without reported harm to the patient. The product sample was requested.

Manufacturer narrative:
This is the fifth complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).